Event description:
A report of a patient having a possible infection at the pocket site was received. A culture was taken and no was infection present. Patient's physician suspects it was a hematoma. The patient was admitted to the hospital and was treated with IV antibiotics.